Event description:
Related manufacturer reference number: 2017865-2022-15940. Related manufacturer reference number: 2017865-2022-15941. It was reported that the patient presented for an implant procedure of the right ventricular (rv) and right atrial (ra) leads. During the procedure, it was noted that the ra lead body was ruptured by the tip of the stylet. The first and second rv leads were unable to be implanted in the target area due to helix issues. The procedure was completed successfully on (B)(6) 2022 with replacement ra and rv leads. There were no patient consequences.